Event description:
Same case as MDR# 2134265-2012-01304. It was reported that post a stenting treatment procedure, an allergic reaction occurred. In (B)(6) 2011, the patient had two promus element plus stents implanted in the left anterior descending artery. Approximately a week post procedure, patient presented with intermittent dizziness, nausea, weakness, fatigue, feeling of choking and ears roaring. In (B)(6) 2012, patient was diagnosed with silent migraines and placed on nortriptyline. Patient has seen and continues to see the cardiologist. No further patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).